Event description:
Pt reported obtaining a blood glucose result of 100 mg/dl at 6:15 am, while using the suspect device. Pt reportedly delivered 52 units of insulin glargine (normal dose prior to breakfast) . Pt stated that, 30 minutes later, she lost consciousness (pt did not indicate if any food or drink was consumed prior to losing consciousness). Pt indicated that she was awakened by a nurse administering glucose gel orally. Pt noted that blood glucose was tested on the nurse's device, with a result of 24 mg/dl. Fifteen minutes later, after receiving glucose gel and orange juice, pt's blood glucose reportedly measured 67 mg/dl, on the suspect device. No addtional treatment was received. Quality control testing had not been performed on the suspect deivce. Thechnical support requested the return of the suspect product and replacement product was shipped.